Event description:
It was reported that the patient¿s ipg site is now loose due to recent weight loss which is causing comfort issues for the patient. As a result, surgical intervention may be taken at a later date.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.